Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 338 mg/dl. The customer stated that they had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with insulin drip. The customer also stated that they was not sure about allege of insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. The insulin pump will not be returned for analysis.